Event description:
It was reported that the patient presented for scheduled implant procedure. During the procedure, it was noted that the newly implanted right ventricular (rv) lead exhibited high capture threshold. The rv lead was not implanted and an alternate rv lead was implanted instead on (B)(6) 2026. The patient was in stable condition.